Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. There is some white unknown substance noted inside the distal end of fiber cap. The glass cap exhibits devitrification at output area, and detritus adhesion around output area. The heat shrink tubing exhibits signs of melting. The fiber appears blackened near heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.